Event description:
It was reported by the ICU staff that the device was sensing ventricular output even though there was no indication from the ECG monitor. Changing sensitivity did not help. The device was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report, no anomalies were found during functional or bench testing. Analysis did find that the upper and lower cases were broken, one side bail cover was broken, the ring cover was contaminated, the battery contacts were compressed and the keyboard was scratched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.